Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a unsuccessful ring repair.

Event description:
It was reported that the device was explanted after implant duration of zero days. (Through follow-up with the health-care provider), it was learned that the device was explanted due to a failed ring repair.per the operative report, the 32 mm ring was initially implanted to correct the mitral insufficiency; however, that repair was not successful. "A #28 annuloplasty ring was placed in a similar fashion and it was clear, even before tying the sutures that this was not going to result in better competence than the #32 ring in place. For this reason, annuloplasty and repair were abandoned at this time."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. The patient also had another related event. Device not returned.